Event description:
It was reported that there was t-wave oversensing (twos) resulting in anti-tachycardia pacing on the right ventricular (rv) lead. Elevated thresholds, oversensing, noise, high pacing impedance and a possible fracture were also noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The svc (superior vena cava) defibrillation coil, proximal conductor, and rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was not analyzed since physical analysis was completed and the results relate to the complaint.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2006. (B)(4).